Event description:
An ophthalmologist reported that during surgery, at the beginning of the phacoemulsification, at the beginning of the ultrasounds, there was a heating and the viscoelastic solution became white (looking like a cataract). There was no patient harm. This patient was the seventh patient of the day. The surgeon immediately removed the handpiece from the eye. The handpiece, tip and sleeve were changed to complete the surgery. There was no alarm sound. The sound intensity of the occlusion alarm is set very low on the machine. Some viscoelastic was removed before the event and the surgeon wondered if the probe could have been blocked by some viscoelastic solution. The surgeon did not use more viscoelastic than usual and never had such incidents before. The surgeon specified that before entering the probe, he removed a quarter of viscoelastic and cleaned the masses. Then he started the sculpt step in torsional movement. He did not performed the pre-phaco step. The facility also informed that they respected the viscoelastic delay at room temperature prior to surgeries. The viscoelastic was at room temperature. The bss was not cold. The surgeon had the intelligent phaco function deactivated for sculpture. During the surgery the patient´s eye level versus the cassette level was the same. The facility examined the handpiece used for the surgery and did not seem occluded. Facility did not recently change their cleaning and sterilization procedure. They also reported that they were using before kelman tips but now they are using balance tips. No additional information is expected. This is one of seven reports being filled for this facility. This is one of two reports being filled for this patient. This report is for the viscoelastic product.

Manufacturer narrative:
Evaluation summary: all batches are released according to the required specifications; all testing results were within specification for this batch. Since the complaint sample is not available for evaluation, no further investigation is possible. The root cause is inconclusive, initial analysis results within specification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).